Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2015-00906. (B)(4). Approximate age of device - 1 year, 3 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to clinic and had immediate pump stoppage when transitioning the system controller to the power module. An evaluation was performed in clinic using an ungrounded cable. The patient was asymptomatic. A system controller exchange was performed to rule out any issues. On (B)(6) 2017, the manufacturer¿s technical service representatives performed a percutaneous lead (driveline) replacement. Following the replacement, a pump stoppage event occurred. The patient was to remain with the lvad system connected to an ungrounded power module patient cable for power module support. A previous driveline repair was performed on (B)(6) 2015. It was reported that there were no plans to exchange the lvad.

Manufacturer narrative:
Approximately 17 inches of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. Rescue tape had been applied to secure the area between 7 to 10 inches from the metal connector. Electrical continuity testing revealed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. A couple areas of shield breakdown were observed following the removal of the silicone jacket and clear bionate layer. The shielding was removed and examination of the underlying wires revealed evidence of minor kinking 4 inches and 6 inches from the metal connector. There was no evidence of any breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check for current leakage through the wire insulation. The test did not reveal any current leakage in the insulation of any of the wires in this portion of the lead that would have resulted in an electrical short. Low speed and pump stop events were confirmed through the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined through the evaluation of the returned portion of the driveline. Additionally, the submitted x-rays were unremarkable. The heartmate ii lvas IFU and patient handbook provide driveline care instructions. The IFU also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. The device remained implanted with the patient ongoing on vad support with the use of a non-grounded patient cable. The patient subsequently expired on (B)(6) 2017 due to infection (reference medwatch MFR report # 2916596-2017-01779). The explanted device was not available to be returned to the manufacturer for evaluation as it was disposed of by the center. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.